Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing came apart and leaked. The tubing spontaneously disconnected and caused medication to spill on the floor.